Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the device was in over-discharge, and it was unrecoverable. Physician reset mode was attempted, but unsuccessful. Surgical intervention was planned but not yet scheduled at this time. No symptoms were reported.